Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, the site called to report a system connection error during power-on. The site performed a power cycle, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 307 related to the personality module audio/video (pmav) board in the vision side cart (vsc) core. The tse instructed the site to perform a hard power cycle with a core and blue fiber reset, but the issue remained unresolved. The procedure was aborted after anesthesia. No known impact or patient consequence was reported.